Manufacturer narrative:
Resolution and disposition: the manufacturer's field service engineer performed a full performance verification test successfully. No parts replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device auto-cycling. (Auto-cycling of the ventilator may affect ventilation of the patient.) No patient involvement reported.